Event description:
Pt implanted with cslp and six self-tapping screws at c5-c7 in 2009. Pt experienced adjacent level disc disease at c7-t1. Surgeon planned to remove the plate from c5-c7 and re-plate at c7-t1. Revision surgery was cancelled. No additional information available at this time. This is the 7th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned, or part number, or lot number provided.